Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "implant infection/exposure.¿

Event description:
Healthcare professional reported right side "implant infection/exposure.¿ device has been explanted.